Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced multiple drawer failures. The field service engineer (fse) reseated the row board and retractor cables. After reseating, the customer tested the drawers, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3.1 and 3.2 were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.